Event description:
Facility maintenance staff called to get replacement parts for a sabina mobile lift. Maintenance reported the staff abused the unit to cause breaking of the mount for base actuator and the foot tray. No injury was reported.

Manufacturer narrative:
Maintenance alleged the staff have used this lift for a very large pt, exceeding the recommended max weight load of 440lbs, which they were aware of. Replacement parts were shipped to the facility for repair.